Event description:
At hourly IV check, found base of clave wet with smell of tpn (lipid port), cleansed with chloraprep, allowed to air dry connections checked for appropriate tightness. No dampness on bedding. At next hourly check again found to be damp. Zero blood backing up PICC, zero dampness on bedding. Trifurcated and claves changed. Zero further issue. Old trifurcated flushed at all three ports with claves attached. Manufacturer response for one link needle free IV connector, (brand not provided) (per site reporter): I talked to product surveillance. She is sending me shipping material. I asked if this has happened at any other organizations and she said they will need to investigate it and send me a follow up letter.